Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor was not pairing with the ilet, and review showed no pairing code present until the user entered pairing code 3008 after guidance, after which the cgm showed pairing. Symptoms included unknown blood glucose at the time of the call, with no alerts or alarms reported. Outcomes included successful pairing and instruction to allow time for glucose data to display. Investigation included remote review of cgm pairing status and user education on correct code entry and sensor pairing steps. Investigation of this case revealed that the issue was due to incorrect or missing pairing code entry and attempted pairing without the required code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing and code entry.